Event description:
The customer reported that the machine is not switching on. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the machine is not switching on. There was no reported patient involvement. The device was evaluated by philips. The symptom was clarified as the device failing to power up under ac power. The power supply assembly was replaced to resolve the issue.